Event description:
It was reported by the customer, "on december 24, I had a safety needle failure. I was moving the green safety barrel to the end of the needle and it didn¿t stop, it just came all the way off the end."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of safety mechanism failure was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within scope.